Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and moderately calcified vessel below the knee. A 2.5mm x 40mm x 146cm coyote es balloon catheter was advanced for dilation. However, during inflation at 6 atmospheres, the balloon ruptured. The procedure was completed with another of the same device. There were no patient complications reported.